Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Lab evaluation: 1 x echo-hd-3-20-c from lot #c1382150 was returned to cirl for evaluation. Upon evaluation of the returned device the following was noted: the device was returned in a plastic bag, there was no syringe returned with the device. The broken piece of the needle was returned in a vile with the device. The needle came back exposed as the device was set at mark 8. The broken part of the needle measures approximately 6.3c,the entire needle measure approximately 164cm. The full needle is accounted for. Complaint is confirmed as the failure was verified in the laboratory. The root cause for this event was the stylet was not in place on the second pass and it stated in the IFU that the stylet must be in place when advancing into target site. As it reads in the IFU accompanied with the device "ensure the stylet is fully inserted when advancing the needle into the biopsy site" prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing record for echo-hd-3-20-c device of lot number c1382150 did not reveal any discrepancies which could have contributed to this complaint report. The notes section of the instructions for use, ifu0077-4, and precautions section: that accompanies this device instructs the user to ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site, when targeting multiple sites, replace device for each site.¿ from the information provided, the patient did not require any additional procedures due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted as the device was returned and evaluated. As per esoks translation: description of event: upon second passage of cytopuncture, the needle detached from the sheath and remained stuck in the stomach wall of the patient. Clinical consequences: the nurse had to use forceps to remove the needle. No injury for patient. Complaint was not declared to ansm. As per complaint form "upon the second passage of cytopuncture, the needle detached from the sheath and remained stuck in the stomach wall. They take a forceps to remove the needle".

Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. It was originally indicated that the device involved in this complaint was being returned to cook ireland for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. A potential root cause for this event may have been that the device has hit a hard lesion causing the needle to break. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing record for echo-hd-3-20-c device of lot number c1382150 did not reveal any discrepancies which could have contributed to this complaint report. The notes section of the instructions for use, and precautions section: that accompanies this device instructs the user to ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site, when targeting multiple sites, replace device for each site.¿ on review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided, the patient did not require any additional procedures due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As per (B)(6) translation: description of event: upon second passage of cytopuncture, the needle detached from the sheath and remained stuck in the stomach wall of the patient. Clinical consequences: the nurse had to use forceps to remove the needle. No injury for patient. Complaint was not declared to ansm. As per complaint form "upon the second passage of cytopuncture, the needle detached from the sheath and remained stuck in the stomach wall. They take a forceps to remove the needle".